Event description:
Caller reported that insulin leaked from the cartridge. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The customer was instructed by technical support not to overfill cartridges and, after following the instructions, successfully changed the cartridge and resumed insulin therapy.